Event description:
It was reported that the devices had under infusion. There was patient involvement and no harm. Although requested, additional details were not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices had under infusion. There was patient involvement and no harm. Although requested, additional details were not provided.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: concomitant med prod data ,device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump modules under infusing on (B)(6) 2025 were not confirmed on the log review or replicated during laboratory testing. Timed rate accuracy testing was performed on the suspect pump modules. The devices were found to be delivering fluid within specification. Suspect devices underwent a preventative maintenance and rate accuracy test through asm, and they passed all tasks according to specifications. The concomitant administration set (model# 2420-0007) was not returned for this investigation; therefore, tests could not be performed. External and internal from the suspect pump modules and pcu, did not find any issues that may have been a contributing factor for the reported issue. All parts inspected were determined to be manufactured by bd. The suspect pump module (s/n: (B)(6), pump module (s/n: (B)(6) and concomitant pcu (s/n: (B)(6) logs were retrieved from the systems to ascertain event details associated with the reported issue. A review of the suspect pump modules error log and pcu error log showed no errors or malfunctions on the day of the reported event. On (B)(6) 2025, the customer reported an under-infusion but did not provide any additional details. No information was provided regarding the infusion rate, infused volume, programmed drug, or any other data relevant to the event. At 12:03 am the suspect pump modules (s/n: (B)(6) and (s/n: (B)(6) was power on and attached to the pcu (s/n:(B)(6). At 5:47 am the suspect pump modules (s/n: (B)(6) was programmed a remote primary infusion. Drug ID = 594; drug amount = 1500 mg and diluent volume = 500 ml; the dose was 19.084 mg with rate = 250 ml/h and vtbi = 500 ml, pvi = 14.406 ml (previous infusions), the infusion lasted two (2) hours. At 8:00 am the system was power off and devices was removed. The suspect pump modules (s/n: (B)(6) with tvi = 514.63 ml and suspect pump modules (s/n: (B)(6) with tvi = 880.355 ml. At 8:01 am the suspect pump modules (s/n: 16814732) and (s/n: (B)(6) was power on and attached to the pcu (s/n: (B)(6). At 8:01 the suspect pump modules (s/n: (B)(6) was programmed a remote primary infusion with the drug ID = 2. Rate = 50 ml/h and vtbi = 1000 ml. The pvi = 480.284 ml and svi = 400.071 ml (previous infusions); infusion lasted one hour and forty-six minutes. At 9:46 am the system was power off and devices was removed. The suspect pump modules (s/n: (B)(6) with tvi = 514.63 ml and suspect pump modules (s/n: (B)(6) with tvi = 967.446. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. The bd alaris system user manual (v12.1), states within warnings and cautions, "to prevent a potential free-flow condition. Ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door". The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4). The device was disassembled for this investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n (B)(6) (w/o: (B)(4) the device was disassembled for this investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6) (w/o: (B)(4). Device opened for investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported under infusions on (B)(6) 2025 were not identified during the investigation. Testing found the suspect pump modules to be infused within specifications. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.